Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the patient reported that they were a little concerned because when they sat at the kitchen chair they would get a quick burn at the left side of the ins. The patient denied having any falls, accidents, or activities that may have cause damage to the implantable system. The patient stated that it just burned for a few seconds, then it just stopped, and added that it would be like if a wire was loose. The patient also stated that they had mentioned it to their healthcare provider (hcp), and they were told that the ins was working as intended, and that they wouldn't have to worry about it. The patient mentioned that the hcp told them that they can discuss it further at their next appointment, but added that the hcp will not be there at their next appointment, and will only be meeting with the physician assistant. The patient also mentioned that the issue had happened several times since last year. The agent reviewed that they could try making a therapy adjustment, but they repeated that the burning was only there for a while whenever they accidentally bump it. The agent then redirected them to the hcp and reviewed that they can also have a manufacturer rep on their next appointment to further address the issue. The patient sated that they had tried turning off/on the therapy, but the issue didn't get resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va34npk); product type: 0200-lead; implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.